Manufacturer narrative:
Device not returned. A device history record review is in progress. Device is to be returned for evaluation. Echo was requested but information from the hospital indicates the echo recording was not saved. Operative report was requested but has not been received.

Manufacturer narrative:
Evaluation summary attached: no inconsistencies detected in the returned valve. The leaflets are intact and flexible and the wireform is intact as evident in the x-ray. The returned device was examined visually and with a light microscope (asset # 58073103), digital microscope (asset# 61059838). The x-ray used met (B)(4). Additional manufacturer narrative: echo report was requested but not provided as the hospital has reported that "it was not saved." Operative report was requested but not provided. Actual time when rupture occurred was described as "left ventricle rupture during the operation" but is not specific as to before, during or after the device was sutured in place or after explant of the device. The customer only stated that the device had been explanted at implant. Subsequent interviews with the surgeon have yielded no further information regarding this event. The device was returned and evaluated to find no inconsistencies. Conclusion: rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: (1) retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, (2) forceful retraction and inadvertent incision of the annulus, (3) insertion of an oversized prosthesis, and (4) deeply placed sutures in the myocardium. In this case, there is insufficient information provided and no additional information is forthcoming from the health care provider. Without additional information, we are unable to conclusively determine the root cause for this event.

Event description:
Reportedly, the device was explanted at implant due to "left ventricle rupture during the operation. Then the patient died."